Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach dental floss, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the little metal part fell apart. The consumer also experienced the same incident before for a few times. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the device name was updated from johnson and johnson reach dental floss to reach johnson and johnson floss fluoride, mint waxed. The consumer did not provide a lot number. Without a valid lot number, a manufacturing, packaging batch record review, an inspection of the retain sample and lot trend analysis could not be performed. A review of the data associated with the complaint category did not show adverse trends. Complaint could not be considered confirmed since customer unit was not received. Complaint trends would continue to monitor. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach dental floss, for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the little metal part fell apart. The consumer also experienced the same incident before for a few times. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.